Manufacturer narrative:
It was reported that a patient had two prodisc c implants placed at the c4-5, and c5-6 levels on an unknown date. The patient was found to have osteophytes forming and that was causing those levels to auto-fuse. The patient was revised on (B)(6) 2022. The pdc implants were removed and replaced with a zimmer biomet cage and plate system. There was no indication of a problem or malfunction of the device. A DHR review could not be completed as the part number and lot numbers for the implants were not provided and could not be traced by the component level numbers as synthes was the legal manufacturer of the implants. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. A review of the risk assessment found that the risks associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluations will be completed by exponent under pdc-rd-0047 and pdc-rd-0048 and will be reviewed by product development engineering upon completion. There were no anomalies found during the investigation associated with the complaint. The 2-level construct is an off label use of the device. Pdc indications are only for 1 level of treatment per the current approved indications. The cause of the osteophyte formation and auto-fusion is unknown. This submission is 2 of 2 devices involved in this event.

Event description:
It was reported that a patient had two prodisc c implants placed at the c4-5, and c5-6 levels on an unknown date. The patient was found to have osteophytes forming and that was causing auto-fusion to those levels. The patient was revised on (B)(6) 2022. The pdc implants were removed and replaced with a zimmer biomet cage and plate system.